Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 73mm in diameter abdominal aortic aneurysm. Another manufacturer¿s stent grafts were also implanted. The proximal neck was 21mm in diameter. It was reported that the final angiogram showed that there was a type I endoleak. Another manufacturer¿s excluder and a palmaz stent were placed to treat the endoleak. The endoleak decreased and no further treatment was done. The patient will be monitored by their physician. Physician¿s comment: there is a high possibility that outside of proximal neck was sealed insufficiently due to outstanding calcifi cation. There is a significant calcification at the proximal (outer curve), and possible it could not be sealed.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related; calcified proximal neck). Conclusion: inherent risk of a procedure (endoleak); device failure related to patient condition (anatomy related; calcified proximal neck).